Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was unknown. The customer was advised to change the entire infusion set system as soon as poosible. Customer was unbale to complete the troubleshooting because she is going home and change out the set. The customer stated that she will not call back.